Manufacturer narrative:
Investigation summary: a sample was available for evaluation by the manufacturing plant. Returned sample had a slightly deformed rubber stopper that did not appear to affect the function. No related issues in DHR/qn review. Leak test was performed on the sample and there was no failures. Breakout/sustaining testing was performed on the sample. (Breakout spec 0-7.5lbs, sustaining spec 0-2.5lbs) breakout: 1.2lbs, sustaining: 0.9lbs. Investigation conclusion: root cause of deformed stopper is unknown, however the defect does not appear to affect the function of the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ bulk syringes slip tip the customer reported the plunger of the syringe would not slide during use. There was no report of injury or medical intervention.